Event description:
It was reported by the aci clinical specialist that a male patient who was born in 1941 underwent an interventional procedure on (B)(6) 2013. Peri-procedure, the patient was anticoagulated with asa and 8,000 units of heparin. Access was obtained on the left side at the common femoral artery in attempt to fix the right side via a 6f sheath. Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that a hematoma which was described as a baseball in size developed at the access site after the 60 second hold. Manual pressure was held for 3-5 minutes at the access site and the hematoma seemed rectified. When the stretcher was brought into the room and the patient's groin was looked at again and a large hematoma (almost the size of a baseball) was noticed at the access site. Manual pressure was held for approximately 15 minutes at the access site and then a femostop was applied for 20-25 minutes. The patient vomited. Patient's pressure went to 119 and eventually back up to 141/84- better. Pulses were found on the left side but pulses were very challenging to find on the right side but one was found. There was a lot of edema on the patient's right foot. The patient was already scheduled to stay in the hospital. The physician reported that the patient's vessels were heavily calcified inside and outside and he doesn't think the grip gripped onto the calcified vessel. The patient was discharged to home the following day with no clinical sequela noted. Additional it was reported that the physician does "not" believe that the edema is related to the mynx procedure/mynx device.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1233905) indicated that the device lot met all established performance criteria prior to shipment.